Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received no button response due to corroded keypad traces. No button error alarms noted. There was no moisture damage noted on electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, and moisture damage. Customer's blood glucose was 162 mg/dl. The customer stated there is water under the lcd screen and the buttons are unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.